Event description:
Related manufacturer reference number: 2017865-2023-20437. Related manufacturer reference number: 2017865-2023-20439. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right atrial lead exhibited low impedance, no sensing, noise and capture intermittent. The right ventricular lead exhibited low impedance and noise. Leads appeared to potentially be clavicular crush. The pacemaker had a battery life drop; premature battery depletion was suspected. The patient was scheduled for a lead and pacemaker replacement. The pacemaker was explanted and replaced. The leads were capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.